Event description:
The hcp reported the patient presented to the clinic with overdose symptoms of nausea and vomiting. The patient had the pump refilled in 2006 with medication 10mg/ml. The programming was not updated to reflect this. The pump was left programmed at 2.5mg/ml. The pt is being monitored by the hcp for the overdose symptoms. A follow up report will be sent when additional information is received.